Manufacturer narrative:
Date received by manufacturer: 16oct2019. Date of report: 18oct2019. The field service engineer performed evaluation and confirmed the reported problem. The field service engineer replaced the touchscreen to resolved the issue and performed functional tests after the repair. The unit passed all required test and returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
Customer contacted technical support stating that unit had touchscreen failure. The customer reported that there was no patient involvement.